Event description:
Information rec'd indicates the left foot siderail will stay in the up position; however, the latch mechanism will not engage and will not lock the siderail in the up position.

Manufacturer narrative:
The technician found a sticky substance on the siderail latch assembly. The technician cleaned the latch mechanism to repair the bed.